Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 86 mg/dl. Customer declined to provide information regarding alternate insulin therapy. There was no more information provided.